Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device alerts "cassette not attached properly". The issue was discovered during testing. There was no patient involvement.

Manufacturer narrative:
One device received for analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. The reported issue could not be confirmed through functional or visual testing. No actions were taken due to event was not duplicated or confirmed.